Event description:
A report was rec'd that the pt's leads were explanted due to infection. The pt's symptom was pus coming out of the incision site. The pt was given IV antibiotics during the procedure and prescribed oral antibiotics after.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.